Event description:
A user facility biomedical technician (biomed) reported that a crit-line clip (clic) device had exposed wiring and was smoking. There was no reported injury or harm. Additional information was obtained through follow-up with the biomed and a registered nurse (rn) from the facility. The clic device was not being used at the time of the reported incident. The biomed stated that the staff typically does not remove it from the machine. Neither the patient nor the technician was harmed. There was no interruption in the patient's treatment when it happened. To resolve the issue, the technician removed it from the machine. It was unknown exactly how old the clic device was. However, it was confirmed to be out of warranty. This was known because a communication with the returns department revealed that it was too old to replace and a new one had to be ordered. The biomed did not think the clic device was ever dropped or mishandled in any way. It was unknown how long the wires were exposed for. The device was not available to be returned for evaluation as it was reportedly discarded. A user facility biomedical technician (biomed) reported that a crit-line clip (clic) device had exposed wiring and was smoking. There was no reported injury or harm. Additional information was obtained through follow-up with the biomed and a registered nurse (rn) from the facility. The clic device was not being used at the time of the reported incident. The biomed stated that the staff typically does not remove it from the machine. Neither the patient nor the technician was harmed. There was no interruption in the patient's treatment when it happened. To resolve the issue, the technician removed it from the machine. It was unknown exactly how old the clic device was. However, it was confirmed to be out of warranty. This was known because a communication with the returns department revealed that it was too old to replace and a new one had to be ordered. The biomed did not think the clic device was ever dropped or mishandled in any way. It was unknown how long the wires were exposed for. The device was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a crit-line clip (clic) device had exposed wiring and was smoking. There was no reported injury or harm. Additional information was obtained through follow-up with the biomed and a registered nurse (rn) from the facility. The clic device was not being used at the time of the reported incident. The biomed stated that the staff typically does not remove it from the machine. Neither the patient nor the technician was harmed. There was no interruption in the patient's treatment when it happened. To resolve the issue, the technician removed it from the machine. It was unknown exactly how old the clic device was. However, it was confirmed to be out of warranty. This was known because a communication with the returns department revealed that it was too old to replace and a new one had to be ordered. The biomed did not think the clic device was ever dropped or mishandled in any way. It was unknown how long the wires were exposed for. The device was not available to be returned for evaluation as it was reportedly discarded.a user facility biomedical technician (biomed) reported that a crit-line clip (clic) device had exposed wiring and was smoking. There was no reported injury or harm. Additional information was obtained through follow-up with the biomed and a registered nurse (rn) from the facility. The clic device was not being used at the time of the reported incident. The biomed stated that the staff typically does not remove it from the machine. Neither the patient nor the technician was harmed. There was no interruption in the patient's treatment when it happened. To resolve the issue, the technician removed it from the machine. It was unknown exactly how old the clic device was. However, it was confirmed to be out of warranty. This was known because a communication with the returns department revealed that it was too old to replace and a new one had to be ordered. The biomed did not think the clic device was ever dropped or mishandled in any way. It was unknown how long the wires were exposed for. The device was not available to be returned for evaluation as it was reportedly discarded.